Event description:
Contact reported that a spinal fusion patient who failed to fuse (non-union) required a revision surgery. It was noted that one of the mmsi screws had fractured.

Manufacturer narrative:
No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. Device has not yet been returned for evaluation, if returned an evaluation shall be completed. If the evaluation finds something other than what is stated above a follow-up report will be filed.